Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 along with concurrent laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy of 311 gram uterus, cervix and ovaries with extensive morcellation performed vaginally, cystoscopy, and suprapubic catheterization due enlarged fibroid uterus, menorrhagia with anemia that has responded to iron replacement, and stress urinary incontinence. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and dyspareunia. No additional information was provided.